Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 423 mg/dl. Customer experienced diabetic ketoacidosis, weakness, dizziness and treated their high blood glucose via insulin drip and manual injections. Customer had an x ray performed while wearing the insulin pump. Customer went to the hospital post-surgery due to high blood glucose levels. Customer was advised to monitor the insulin pump and call back if issues persist.